Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in australia, this was a case with a 29mm sapien 3 valve, in aortic position by transfemoral approach. The vessel was not pre-dilated. During the procedure, it was not possible to advance the delivery system through the esheath as it got stuck on the blue portion. Slow and steady attempts were made, but during the screening check, the commander delivery system kinked and the esheath liner was punctured. It was decided to remove the delivery system with the esheath as a single unit. Before inserting the second esheath, an angioplasty was performed on the femoral artery and no injury was detected. A second delivery system was used without issues. The patient did not suffer any injury and was in stable condition. As per medical opinion, the perceived root cause of the resistance event was unknown. It was unclear whether the issue was due to the esheath not expanding or the presence of calcified, but not tortuous, vessels. As per evaluation of the provided image, it was observed that the esheath did not expand.

Manufacturer narrative:
Updated sections d9, h3, and h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: the liner was unexpanded, and the tip was unopened. The liner was torn at 5 cm from the strain relief until 13 cm, with the valve observed exposed through the torn liner. Liner seam stretching was noted along the torn location. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. A flex tip od that is out of specification could lead to resistance during delivery system insertion through the sheath. The measurement was found to be within the specification. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. Due to the nature of the tear, measurements were taken on one side of the puncture only. All measurements were found to be within the specification. Provided imagery was evaluated, and the following was observed: the esheath liner was torn, and the valve was stuck and visible through the liner tear. The liner appears unexpanded and stretched at the edges of the liner. The complaints for resistance between system components leading to the inability to advance through the sheath, liner puncture, and unexpanded liner were confirmed per evaluation of returned device. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "the vessel was not pre-dilated. During the procedure, it was not possible to advance the delivery system through the esheath as it got stuck on the blue portion. Slow and steady attempts were made, but during the screening check, the commander delivery system kinked and the esheath liner was punctured." Additionally, per provided information, there was a moderate degree of calcification at access vessels. Device evaluation revealed that the liner was unexpanded and torn, with the valve stuck and protruding through the liner in the middle of the sheath shaft, and the tip was unopened. Additionally, the liner seam was stretched along the liner tear. Device evaluation revealed that the middle portion of the liner appeared unexpanded. It is possible that unexpanded liner may be tied to variability in the manufacturing process involving liner integration with shaft material (hdpe). When the hdpe layer adheres to the etched ptfe liner, it may prevent the seam from opening, causing it to stretch instead of expanding as designed. Additionally, it was reported that there was moderate calcification present in the access vessel. Calcification could impede proper sheath expansion during system advancement, leading to the reported unexpanded liner. An investigation outlined in a technical summary has determined that vertical lamination temperature, if too high during the shaft reflow process, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events, which is continued to be monitored through monthly complaint trending and monitoring. Per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2" segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). As such, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and patient factors (calcification) may have contributed to the unexpanded liner. However, a definitive root cause was unable to be determined. The resistance observed may be related to the expansion of the sheath during delivery system advancement. The system passage through sheath may be more constrained when the liner undergoes stretching in lieu of expansion, leading to increased resistance. Also, per information received, there was moderate calcification present in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As such, available information suggests that factors related to the manufacturing process (improper sheath liner expansion) and/or patient factors (calcification) may have contributed to the resistance. However, a definitive root cause was unable to be determined. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the liner puncture. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.